Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to dent in the balloon water channel, the cleaning brush could not be inserted smoothly in the channel. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited dent on balloon water channel and the cleaning brush could not be inserted in the balloon channel. There was no patient involvement.